Manufacturer narrative:
A beckman coulter field service engineer (fse) assisted customer troubleshoot over the phone. The failure mode was identified as a broken ise reference block. The customer replaced reference block (B)(4) to resolve the issue. The system returned to normal operation. No further issue noted. Section a4, a5: information not provided beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the dxc 700 au chemistry analyzer generated erroneous high ise (ion selective electrode) patient results for sodium (na), potassium (k) and chloride (cl). The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event.